Manufacturer narrative:
It was reported that the patient underwent mesh excision; due to erosion and non-healing wound on (B)(6) 2011 .

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with tlh; due to menorrhagia, dysmenorrheal, endometrial polyp, urinary tract infections and stress urinary incontinence. It was reported that the patient underwent mesh revision/removal on (B)(6) 2011 for vaginal mesh erosion and non healing wound. The patient had revision of mesh/repair on (B)(6) 2011; and on (B)(6) 2012, had urethrolysis and transvaginal with scope. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures, and discovered on (B)(6) 2011 that the mesh was involved. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that following insertion patient experienced stress incontinence, overactive bladder, dyspareunia and leakage.

Manufacturer narrative:
It was reported that the patient underwent mesh explant on (B)(6) 2012 by dr. (B)(6), m.d.